Event description:
It was reported by the patient that they had been told their implantable cardiac monitor (icm) was "mis sensing" and they felt this had affected their health services. The patient noted their device records showed 1900 episodes and when shown to her physician she was told the icm mis-sensed. The patient noted the icm was explanted (B)(6) 2021. The reason for explant was not stated. The patient was referred to her provider for further explanation. There were no other reported patient consequences.